Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
The constraint cup dislocated.

Manufacturer narrative:
Medical records received and evaluation: a review of the provided records by a clinical consultant indicated that in this proximal femoral replacement arthroplasty, compromised soft tissue stability likely resulted in recurrent impingement at the uncontrolled extremes of motion resulting in the eventual disassociation of the constrained insert. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. No patient demographics were available. Conclusions: the device inspection confirmed the reported disassociation of the subject device. The medical review indicated that compromised soft tissue stability likely resulted in recurrent impingement at the uncontrolled extremes of motion resulting in the eventual disassociation of the constrained insert with no evidence of faulty component design, manufacturing or materials. However, the exact cause of the event could not be determined because further information such as patient demographics and dated x-rays would be required to determine the root cause of the disassociation. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The constraint cup dislocated.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The device was returned with the inner bipolar dissociated from the outer poly shell; the event is confirmed. The retaining ring of the outer shell fits loosely around the shell opening, the bipolar poly component fits loosely within the metal bipolar shell, and associated metal femoral head cannot be removed from the bipolar. These findings are consistent with shrinking of the poly components due to autoclaving, likely performed at the reporting hospital. Apart from these findings no gross abnormalities of the device were noted. The returned devices confirmed the reported dissociation and revision surgery. No gross damages were observed on the returned components. Additional clinical information would be required to determine the root cause of the dissociation. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The constraint cup dislocated.